Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube and collar were microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated 39.1cm from the tip. Microscopic inspection revealed damage to the tip. Analysis was also conducted by manufacturing engineering and the separation was not believed to be manufacturing related. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that device separation occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified artery. A guidezilla 6f was selcted for use along with a coyote balloon catheter. Difficulty was encountered during withdrawal of the balloon catheter after inflation. It was noted that the guidezilla got separated during the attempt to withdraw the balloon catheter. No fragment was left inside the body. The procedure was completed with a different device. No complications were reported and patient is good post procedure. It was further reported that the device separated after it was removed from the patient.

Event description:
It was reported that device separation occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified artery. A guidezilla 6f was selected for use along with a coyote balloon catheter. Difficulty was encountered during withdrawal of the balloon catheter after inflation. It was noted that the guidezilla got separated during the attempt to withdraw the balloon catheter. No fragment was left inside the body. The procedure was completed with a different device. No complications were reported and patient is good post procedure.